Event description:
2024-03-26: integrum received axor ii unit (B)(6) together with a report form stating that the device has detached from the abutment causing the patient to fall. No health consequences or patient injury. The date of event is unknown, according to the cpo is has happened several times. Manufacturing investigation performed, no deviations found. Technical investigation of unit (B)(6) performed. During the investigation, the reported issues could not be replicated, the unit passed the gripping function testand the axor could not be removed from an abutment test rig. However, the clamps had marks and indentations; indicating that the abutment has not been inserted all the way into the axor during use at some point. During the service, the clamps were replaced and the device was functionally tested according to specification with approved results. The conclusion from the investigation is that the most likely root cause to the axor ii detaching from the abutment is use error (incorrect donning). A feedback report will be provided to the customer highlighting the importance of donning the axor ii according to the instructions for use.